Event description:
It was reported that (1) device was used during an anterior resection. It was reported by the affiliate that the tct75 instrument cutter was placed accordingly to transect the colon. When the firing sequence commenced the cutter partially fired and locked out and staples were applied to the initial point of transection. Following the premature lockout, the cartridge was removed and a reload was inserted into the same device. This then fired normally and the transection was completed without incident or harm to the pt.